Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 231 mg/dl. The customer states they received motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. No displacement anomalies noted. The motor was tested outside to the device and passed. Unable to verify the low reservoir alarm or excessive no delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents and passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. Unable to verify battery cap damage due to the insulin pump was returned without the original battery cap. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.